Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of cleaning brush was stuck that was used in reprocessing prior to use, as described by the customer. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual cf-hq1100dl/I operation manual 3.8 inspection of the endoscopic system shows how to detect the event. Instruction manual cf-hq1100dl/I reprocessing manual 5.5 manually cleaning the endoscope and accessories/brush the channels shows how to prevent the event." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of channel tube, the tube cleaning brush could not be inserted. There were few additional findings. Due to deformation of flexibility adjustment ring, water tightness is lost. Due to deformation of switch one (1), water tightness is lost. Suction cylinder had discoloration. Due to a cut on bending section cover, water tightness is lost. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, a piece of brush was stuck inside the colonovideoscope during cleaning as part of preparation for use for a procedure. The device was returned and an evaluation revealed clogging of the suction cylinder with foreign material. It was not possible to remove the material but it looked like a broken cleaning brush. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.